Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products unknown zimmer healing abutment x 3, lot number unknown. Unknown therapy date. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
Doctor reported screwing problem on 4 healing abutments.